Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was boot looping. Tech support (ts) had them unplug the power from the unit and allowed the battery back up to die. Then they rebooted the g9; and upon reboot, the g9 began to behave in the same way. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor was boot looping. Tech support (ts) had them unplug the power from the unit and allowed the battery back up to die. Then they rebooted the g9; and upon reboot, the g9 began to behave in the same way. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 10/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/06/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor bsm-1700 series, model: ni, sn: ni.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the g9 bedside monitor was boot looping. Tech support (ts) had them unplug the power from the unit and allowed the battery back up to die. Then they rebooted the g9; and upon reboot, the g9 began to behave in the same way. No patient harm was reported. Investigation conclusion: nihon kohden (nk) received the complaint device on 09/21/2023. Nk repair center (rc) evaluated the unit on 09/28/2023 and duplicated the complaint. No physical damage nor fluid intrusion was observed. The ssd was replaced to repair the unit. The cause of the issue was hardware component failure and this was resolved through component replacement. A definitive root cause for the ssd failure could not be determined but possible causes may include electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number shows that the device is 6 years old and has no other complaints. Due to the age of the device, wear-and-tear may be a likely contributing factor to the component failure. Review of the customer's complaint history does not show other similar complaints for this issue and device. Bedside monitor bsm-1700 series.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was boot looping. Tech support (ts) had them unplug the power from the unit and allowed the battery back up to die. Then they rebooted the g9; and upon reboot, the g9 began to behave in the same way. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was boot looping. Tech support (ts) had them unplug the power from the unit and allowed the battery back up to die. Then they rebooted the g9; and upon reboot, the g9 began to behave in the same way. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from csm-1901 to life scope g9. D4 additional device information / model #: corrected the model # from csm-1901 to cu-192r. D4 additional device information / catalog #: corrected the catalog # from csm-1901 to cu-192ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. G4 premarket identification / PMA/510(k) number: corrected the 510(k) # from k151080 to k213316. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?